Event description:
It was reported that during a mitraclip procedure, the steerable guide catheter (sgc) and clip delivery system (cds) were inserted into the left atrium. However, the clip could not be positioned to steer down to the mitral valve using the cds steering m knob as the clip had been advanced into the pulmonary vein due to a very small left atrium. It was not possible to gain space by pulling back on the sgc because it was already very close to the septum. It was decided to retract the cds until the clip was out of the pulmonary vein. While retracting the cds, resistance was felt and slight force was necessary. Subsequently, the clip became hooked onto the tip of the sgc. Force was used to push the clip off of the tip. The sgc and cds were removed from the anatomy. During removal, it was difficult to retract the clip into the clip introducer. After removal, the sgc tip and the cds clip introducer were noted to be torn. There were no missing pieces from the soft tip. Another sgc and cds were used. The mitraclip procedure was completed with the implantation of two clips reducing the functional mitral regurgitation grade from 3 to less than 1. There was no adverse patient effect or no significant clinical delay in the procedure due to the device issue. No additional information was provided. The cds is conservatively being reported as a difficulty removing the device may have the potential to cause or contribute to patient injury.

Event description:
Subsequent to the previously filed medwatch, returned device analysis found four of the frictional elements on the clip arm were missing and three were bent. The initial reporter was contacted who indicated that the missing and bent frictional elements were not observed post procedure. There was no additional handling or manipulation of the clip post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the mitraclip clip delivery system (cds) was returned for analysis. The cds blue clip introducer material (pebax) and tines were observed to be torn confirming the reported information. No pebax material was observed to be missing. The most probable cause for the torn material on the cds clip introducer may be from the clip becoming stuck on the soft tip of the sgc during retraction of the cds through the sgc. Inspection of the clip frictional elements (fes) on one of the gripper arms found 4 were missing and 3 were bent. Additional information received indicated that the missing/bent fes were not observed post procedure and there was no handling or manipulation of the clip post procedure. Therefore, the cause for the missing and bent fes cannot be determined. The gripper line was observed to be kinked at the clip area. The possible cause for the gripper line kink may have been a result of it becoming caught within the clip arms or fes during the procedure. The most probable cause for the difficulty in removing the cds through the steerable guide catheter (sgc) can be a result of the clip getting hooked onto the soft tip of the sgc during cds retraction. Per the case description, it was stated that when retracting the cds resistance was felt and slight force was necessary. Subsequently, the clip became hooked onto the tip of the sgc and force was used to push the clip off of the tip. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer. The mitraclip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is being filed under a separate medwatch MFR number.